Event description:
It was reported that during initial implant, the right ventricular (rv) lead set screw failed on the pacemaker. The pacemaker was not used and a new one was implanted. The patient status was unknown.

Event description:
The right ventricular (rv) lead set screw failed on the pacemaker due to being stripped. The patient was stable.

Manufacturer narrative:
Reported event of loose or intermittent connection was confirmed. Analysis revealed incorrect insertion of the torque wrench into the setscrew inset occurred. The wrench was not being aligned by the user to go into the hex inset of the setscrew. When the wrench is not being fully and correctly inserted into the setscrew, causing the inset wall was damaged and the hex was stripped. This is consistent with user error. The longevity assessment was performed, and device was in normal range of operation. Performed DHR review to ensure that each manufacturing and inspection operation was performed.